Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report#: 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1 h3, h6) the system was serviced in the field. In summary, the software was un-installed and re-installed as well as tool packages upgraded. The system performed as intended. Codes b01, c19, and d14 are applicable. H3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the cad models of the instruments were not visible in navigation or in the tool cards. The manufacturer representative reported projections were able to be seen in navigation without issue. Multiple hard reboots were performed with no resolution. Rtp3 was uninstalled and reinstalled with no resolution. When first turning on the system in the morning, the system provided a message stating, "mazor not working." A hard reboot was performed and the system was able to boot without the message reoccurring. The representative additionally reported after one to two hours of the system being powered off, when powered back on the system displayed a controller error. A hard reboot was performed and the system was able to boot without the error reoccurring. The case was completed with x-ray. There was no patient harm and the procedure was delayed by 15 minutes. The problem where the tools disappeared from the instrument setup preview was first noticed in operate, after they registered and were ready to tool. After the case, they did not show in the tool card either. The screws were executed using x-ray, not navigation. "A hard reboot was performed, and the system was able to boot without the error reoccurring," this statement is regarding the ¿mazor not working error¿ and the controller error. The hard reboot did not fix the cad models not showing on navigation or the tool card. A field service engineer came out and was able to fix it. They have not experienced this issue since.